Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assembly. Device had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump do not respond and the screen is frozen. Customer confirmed that the time does not advance. Customer was advised to remove the battery, wait for the screen to go blank and then insert a new battery; the screen never went blank. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.